Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The battery had burn marks on it. The meter fell in water but unable to gather from customer whether or not it fell before or after the burn marks were noticed. Unable to gather whether or not the burn marks were on the meter at all or if the battery was actually inside the meter. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.